Manufacturer narrative:
Requested information, including the service order, has not been received despite several requests. This complaint will be closed due to lack of information. The complaint will besince the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. Re-opened if requested information or any new relevant information is received. Therefore the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems,USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(6). According to the service order# (B)(4) dated on 2018-05-30, the depot service technician performed a full functional test after the rfd was returned from being repaired in (B)(4). The service technician replaced the control pcb (material# 701034051, serial# (B)(4) and replaced the batterypack (material# 701017188, serial# unknown) as per the preventive maintenance (pm) schedule. Furthermore, the pm, functional test and safety check as per the service manual performed and all tests were passed. Due to a previous investigation of 705005615 in our lce: a damage on the digital isolator ic32 of the control board was found and it can be concluded that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (section 4.1.3 - installing the rotaflow drive): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. Since the hotplug of the device can also damage the rotaflow drive (rfd). Conclusion: digital isolator ic32 was destroyed through hotplug of the drive. The most probable root cause could be according to the previous investigation of 705005615 a "hot plug". "Hotplug" describes the disconnection of the drive, while the console is still turned on. Thus the failure could be confirmed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow device displayed "head" error message. No patient involved. No known patient harm. (B)(4).